Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that there was a power loss due to ups powering down causing an ungraceful exit of the central nurse's station (cns). The event happened at 12:00pm. The biomed power cycled the cns several times but stays stuck on splash screen and checked the network cable. Nihon kohden technical support (tech support) troubleshooted with the customer. - power off the cns - remove hdd1 in slot 0 - take hdd2 and insert into slot 0 - reboot the cns - successfully boots to cns application. Next: - power off the cns - insert hdd originally in slot 0, to slot 1 - reboot the cns - successfully boots to cns application. - no errors displayed and issue was resolved. Investigation conclusion: an ungraceful exit of the cns due to ups failure (power loss) caused the hard drive corruption. The root cause of the issue was determined to ups failure. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 attempt #1 02/02/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/02/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that there was a power loss due to ups powering down causing an ungraceful exit of the central nurse's station (cns). The event happened at 12:00pm. The biomed power cycled the cns several times but stays stuck on splash screen and checked the network cable. Nihon kohden technical support (tech support) troubleshooted with the customer. - power off the cns - remove hdd1 in slot 0 - take hdd2 and insert into slot 0 - reboot the cns - successfully boots to cns application. Next: - power off the cns - insert hdd originally in slot 0, to slot 1 - reboot the cns - successfully boots to cns application. - no errors displayed and issue was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a power loss due to ups powering down causing an ungraceful exit of the central nurse's station (cns). The event happened at 12:00pm. The biomed power cycled the cns several times but stays stuck on splash screen and checked the network cable. Nihon kohden technical support (tech support) troubleshooted with the customer. Power off the cns, remove hdd1 in slot 0. Take hdd2 and insert into slot 0. Reboot the cns - successfully boots to cns application. Next: power off the cns, insert hdd originally in slot 0, to slot 1. Reboot the cns - successfully boots to cns application. No errors displayed and issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that there was a power loss due to ups powering down causing an ungraceful exit of the central nurse's station (cns). The event happened at 12:00pm. The biomed power cycled the cns several times but stays stuck on splash screen and checked the network cable. Nihon kohden technical support (tech support) troubleshooted with the customer. Power off the cns, remove hdd1 in slot 0, take hdd2 and insert into slot 0. Reboot the cns - successfully boots to cns application. Next: power off the cns. Insert hdd originally in slot 0, to slot 1. Reboot the cns, successfully boots to cns application. No errors displayed and issue was resolved. No patient harm was reported.